Event description:
I was treated on (B)(6) 2023 with sciton mjoule forever young bbl (broad band light) hero (high energy rapid output). The treatment was directed at solar lentigines (sun spots) mostly on my left cheek but diffusely. I have fpst iii(fitzpatrick skin type 3). I did not use any retinoid before treatment, and had no sun exposure. I followed all post treatment instructions. Treatment parameters as follows: 515 nm filter: 1st pass: fluence 6, pulse width 3, rate 4, chill temp 25c, total shots 214; 2nd pass: fluence 6, pw 3, rate 4, chill temp 25, total shots 400 spot treatment 7mm handpiece, 515 nm filter, fluence 12, pw 10, rate 1, chill temp 20c, total shots 654, spot treatment 11 mm 515 nm filter, fluence 12, pw 8, rate 1, chill temp 20, total shots 659 560 nm filter: 1st pass: fluence 6, pw 3, rate 4, chill temp 25, total shots 860; 2nd pass: fluence 6, pw 3, rate 4, chill temp 25, total shots 993; spot tx 7mm, fluence 20, pw 25, rate 1, chill temp 20, total shots 1054; spot treatment: 7mm handpiece, fluence 12 , pw 10, rate 1, chill temp 22, total shots 1199. Eyepiece was worn during treatment. Following this treatment I noticed immediate redness, and expected "peppering" of the skin. I had a blister over my left cheek. 2 days later I started to notice enlarging pores, a strange "orange-peel" texture on my cheeks, and a "creepy" patch of skin on my forehead. Within 10-14 days I started to notice pain around my eyes and malar cheeks. I then noticed atrophy of my cheeks and orbital skin, causing pain when closing my eyes and increased sensitivity. The fat atrophy progressed to involve my chin, jawline, buccal cheeks, temples and forehead. I had significant pain to require 1 ER visit for orbital pain and blurry vision. The doctor who performed the treatment, dr (B)(6), does not claim responsibility for her extremely over aggressive treatment despite obvious photo documentation showing the above findings. I have since had consultations with several cosmetic dermatologist and plastic surgeons who have recommended various treatment including fat transfer, biostimulatory fillers, hyaluronic acid fillers, and other lasers/microneedling to help with textural concerns and generalized volume loss. I still (5 months later) have significant burning of my facial skin, pain, and continued fat loss. The psychological ramifications are unbearable. I think this technology is faulty and should be taken off the market. I also feel the need for stricter training as the use of a 515 nm filter in fpst iii is negligent. The amount of passes also exceeds standard treatment protocols of 200-600 pulses for full face treatment using hero.